Manufacturer narrative:
The system was manufactured on 16-jul-2018 and installed at the customer's site on 21-aug-2018. A review of subject device product risk file (rd-1124690_ad) revealed risk # 2.4.2; "system failure" which has the potential to lead to prolonged procedure -or- ineffective treatment which may require re-operation. The risk likelihood has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within a full risk assessment. A lumenis service engineer visited the site two (2) days after the reported event and confirmed errors 268, 225. The engineer replaced the switching module and after testing the system, it was returned to the facility having met manufacturer's specifications. Although the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use an alternate laser device as intervention to prevent serious injury. In an abundance of caution, lumenis is reporting this malfunction. Lumenis technical professional indicated that the most probable cause of the swm (switching module) malfunction is due to electrical breakdown between the lamp wire and the optical bench. As part of lumenis' commitment to continuous improvement, an improved isolation of the flash lamp wires is being released through eco-0013696. Lumenis is closing this complaint, but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4)) and per post marketing surveillance procedure (doc no. (B)(4).

Event description:
A user facility reported that during a cysto-uteroscopy procedure in which a lumenis pulse 120h was being utilized, error code 268 & 225 appeared on the screen "please shut down the system and restart after 1 minute". Unable to continue with the laser, an alternate device was brought in to complete the procedure. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.